Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that while the patient was in the ER on the morning of (B)(6) 2022, ventricular assist device (vad) interrogation showed a driveline disconnect with a pump stop. Log file review captured a driveline disconnect on (B)(6) 2022. It is unknown if the patient was at the rehab facility or en-route to the hospital when the driveline was disconnected. It was not reported on transfer and the staff was unaware when contacted after lvad interrogation. Related manufacturer report number: 2916596-2022-10803.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline being disconnected was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 4 days ((B)(6) 2022 ¿ 02may2022 per timestamp. The driveline was disconnected on 02may2022 at 04:08:17. The driveline was reconnected to the system controller on 02may2022 at 04:11:57 and the pump resumed its set speed. The driveline was disconnected on 02may2022 at 04:12:16. The driveline was reconnected shortly after on 02may2022 at 04:12:22. There were no other notable alarms active in the log file. Additional information provided on 04may2022 stated that it is uncertain why the driveline was disconnected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.